Manufacturer narrative:
A manufacturer representative went to the site. It was reported that the manufacturer representative reviewed image protocol with the staff. Manufacture date was not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during the register task of a fess procedure, the site was unable to register. The 3d model wasn't showing the tip of the nose when thresholding. When the site went into edit the 3d model, they moved the bounding boxes as far out as they could but the model still did not have the nose. On the call with technical services, ts asked if they could see the nose in the sagittal and axial views, but it was not present. The site tried to do 3 point tracer but they said no nose was present and not much of the forehead was present. The site tried to do a pointmerge on the outer canthus of both eyes and the tragus on both sides, and still were unable to pass registration. The site continued the procedure without navigation. There was no delay to the procedure as the surgeon was still continuing with tissue resection as we were talking on the phone. There was no reported impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. Evaluation codes that apply to this testing: 10, 213, 67. The software investigation determined that the behavior described was the intended behavior of the software. Software was functioning as designed. Evaluation codes that apply to this testing: 10, 213, 67. If information is provided in the future, a supplemental report will be issued.